Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-06994, 1627487-2012-06995. It was reported the patient is not receiving adequate coverage. It was also reported the patient is receiving stimulation in unintended areas. The patient plans to undergo facet injections.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.